Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not properly performing the air removal step. Tandem customer technical support informed customer to properly perform the air removal step. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was 350 mg/dl.